Manufacturer narrative:
Investigation narrative: it was reported that the drill used in the case was not fully powered. The bone pin was removed from the first tissue protector using a fully powered drill as expected and tissue and bone dust came out. The second tissue protector was tapped lightly on a table and the bone pin came out with no issue with bone dust. Therefore, if the drill had been fully powered, this issue would not have occurred. The bone screws may have initially gotten stuck from debris or insufficient cleaning.

Event description:
It was reported that the bone pins became stuck in the tissue protectors twice due to bone dust building up and adhering to the pins during use. The first time, the tissue protector had to be cut out of the patient. The second time, the pin was just stuck inside the tissue protector. The procedure was completed using a t-wrench to tighten the screws into the bone. However, the issue resulted in a surgical delay. No patient injury or other complications were reported.